Event description:
Event description cpi received information that this implantable pulse generator (ipg) was failing to pace or capture the ventricle. The device and ventricular lead were explanted and replaced.